Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: device passed homechoice return instrument test/evaluation (rite) functional testing but failed rite electrical safety analyzer testing for ground bond. The assignable cause for ground bond failure was determined to be loose connection at the door post. Baxter will continue to monitor similar reports to determine if further actions are required.